Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report that the pt's pocket site was oozing and infected. The physician explanted the ipg, the wound was cleaned and the pt was prescribed oral antibiotics and is recovering well. The pt had a fall recently and the physician believes this may have caused trauma to the ipg site which led to erosion of the skin in that area and ultimately the infection which was not related to the implant procedure or the device.